Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported by medwatch the patient's line was broken, and blood and tpn (total parenteral nutrition) were on the patient gown and sheets. The rn clamped the line and placed an iodine patch at the site of the break. The implantable port was de-accessed. The tubing that is attached to the port needle broke from the plastic luer connection. This then allowed blood to come from the port needle, and the infusion continued to run into the bed. No other information was provided.